Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had hypoglycemic events four days out of five days; for one event ems was called due to a low blood glucose of 16 mg/dl. The customer stated that she had previously been assisted by ems for diabetic ketoacidosis. The customer's hypoglycemia was treated on the scene and her blood glucose increased to 80 mg/dl, and then ems left. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device programming was accurate. There was not exposure to a strong magnetic field either. The customer did not believe the device was over-delivering. However, the insulin pump will be returned and replaced due to a crack on the reservoir compartment.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.